Manufacturer narrative:
(B)(4). Failure event observed during analysis. External insulation abrasion was noted at 4.1-4.5 cm and 7.4-8.6 cm from the distal tip consistent with lead friction to another device or feature of the heart. The etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.